Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast reconstruction revision with a 490cc smooth mentor memorygel breast implant has experienced postoperative bilateral device migration and bilateral breast pain, confirmed by a physician. Patient reported that the skin on the right has given way and the implant migrated to the right, the left implant migrated to the left, thus resulting in a huge space between the implants. Patient also reported that there is a hole at the top of the right breast, and the right side would move under the armpit. As a result, the patient underwent explantation and replacement with non-mentor breast implants on (B)(6) 2019. This medwatch report is for the right-sided implant.